Event description:
It was reported that during a defibrillator change out, the lead insulation exhibited an anomaly. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.